Event description:
Cryoablation procedure was performed (B)(6) 2014 and was completed without issues. Information received by medtronic indicated that the patient was diagnosed with atrio-esophageal fistula approximately one month post procedure. Surgery performed and patient remains in hospital care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notices for the date of event. Ablation temperatures and thawing times were within normal values. Bin files also showed at least 20 injections were performed with the catheter.